Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-may-2023. H6: investigation summary bd received six q-syte units from lots 0335691, 1218621, and 1243223. The q-sytes were attached to a stopcock manifold. A review of the device history record was performed on the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the units were tested for leakage but no leakage was found coming from the returned q-sytes. Finally, the q-sytes were dissected and inspected for any internal damage. No damage was observed to the q-sytes columns or septum. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd q-syte¿ needle-free connector there was a blockage and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: on (B)(6), a nurse placed a bag of platelets on the blue proximal tap of a patient's ramp, according to departmental practice. No immediate problems were observed. At the end of the administration of the bag, the piccline is clogged and some product has spilled on the floor. Blood clots formed at the patient's proximal tap. As a result, the piccline had to be clamped, the therasol treatment had to be ordered to unclog the device. A new circuit was set up. The administration of the platelets was not complete, some product was lost in the line and on the floor. The ramp was tested after having removed it, at the injection air is present. On the 400ml bag of platelets passed over 45 minutes about 20cc were lost. The patient is fine but will be retransfused today. Leakage at the blue tap.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1218621 d4. Medical device expiration date: 31-jul-2026 h4. Device manufacture date: 06-aug-2021 d.4. Medical device lot #: 335691 was reported, however, this is not a lot # manufactured for the reported catalog #. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte¿ needle-free connector there was a blockage and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: on (B)(6), a nurse placed a bag of platelets on the blue proximal tap of a patient's ramp, according to departmental practice. No immediate problems were observed. At the end of the administration of the bag, the piccline is clogged and some product has spilled on the floor. Blood clots formed at the patient's proximal tap. As a result, the piccline had to be clamped, the therasol treatment had to be ordered to unclog the device. A new circuit was set up. The administration of the platelets was not complete, some product was lost in the line and on the floor. The ramp was tested after having removed it, at the injection air is present. On the 400ml bag of platelets passed over 45 minutes about 20cc were lost. The patient is fine but will be retransfused today. Leakage at the blue tap.